Event description:
According to the police report the end user was struck by a motor vehicle while operating the motorized wheelchair in a crosswalk. End user was not wearing a seat belt. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report the end user was struck by a motor vehicle while operating the motorized wheelchair at a crosswalk. End user advised he was not wearing a seat belt. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules". "Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts". "Cross the road by the most direct route". "Always use the seat belt".